Manufacturer narrative:
A narrow right angle large hex driver tip (rash3n) was returned. Visual inspection of the as received product identified that the driver tip had fractured horizontally across the isolatch. The fractured piece was not returned. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: ¿ biomet 3i restorative manual, instrm rev b 10/15 information identified: instructions for use of the recommended restoration are provided along with the appropriate torque values. ¿ biomet 3i restorative IFU (instructions for use) p-iis086gr rev. E 11/2015 precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. A root cause for the complaint could not be determined. The complaint is confirmed. UDI# (B)(4).

Event description:
The doctor's lab technician reported fracture of the hex driver tip while working, the latch driver tip did not have patient contact. The fractured driver tip was discarded.